Manufacturer narrative:
Date of event-unk, esubmitter software does not allow for a blank/unk entry. (B)(4). Claim# (B)(4).

Event description:
An article published in the journal of cataract and refractive surgery was received on 11/04/2022 entitled 'phakic intraocular lens explantation: a series of 175 surgeries.' The article states that 15 eyes had visian v4 implantable lenses explanted, 86% due to cataract formation and 14% due to endothelial cell loss.